Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that the pump module was infusing a basic primary infusion at 10ml/hr. Between 7:52 pm on (B)(6) 2016 and 2:34 pm on (B)(6) 2016, the device was programmed to infuse secondary infusions of potassium chlor ivpb 10meq/100ml at 100ml/hr, piperacillin/tazo 2.25gram/50ml at 100ml/hr and a basic secondary infusion at 167ml/hr. The volume recorded for the secondary infusions during this period was 586.396ml. The starting volume of the fluid containers cannot be determined through device logs. The root cause of the reported overinfusion was not identified. The pump module and tubings were not returned for evaluation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer stated that a nurse reported that a pump that was programmed to infuse 10mg potassium chloride at 100ml/h was noted to be completed quicker than expected. Later in the day, an infusion of zosyn was noted to also be infusing faster than expected. The rn decreased the rate by half to complete the antibiotic. There was no patient harm.